Event description:
The customer reported that the system would not complete the boot up process nor would it save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software and single board computer upgrade kit were installed. The system was tested and found to be working as intended and put back into service.